Manufacturer narrative:
The affected part was replaced as a part of the field action and will not be returned for the failure analysis investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included part exchange and further labor to address the customer reported issue, specifically involving the vertical motor and power cable segment of the ssc mechanical assembly.

Event description:
It was reported that during system setup, a repeated recoverable error was observed on the ergo component of the da vinci 5 system. The caller attempted several restarts without resolving the issue and confirmed there were no obstructions on or around the ergos. The system was able to continue to be used after disabling the ergos. The customer reported event has no report of patient injury.